Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited failure to charge a code 1006, indicative of a high voltage detected on a lead during a device charge. The right ventricular (rv) channel exhibited noise and intermittent shock impedance measurements, with the recent measurements being high and out of range. It was also noted that the rv lead exhibited loss of capture and high out of range pacing impedance measurements. Technical services (ts) recommended device replacement. Subsequently, this ICD was explanted and replaced. No additional adverse patient effects have been reported, and this ICD has not been returned for analysis.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.